Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up the automated trajectory guidance unit to talk to the navigation system. It initially would not take the navigation system's ip when initially entered. Troubleshooting was performed. The manufacturer representative (rep) went into configuration and the ip info was cleared. After re-entering the ip info, they were able to establish communication. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 28080, lot #: unknown, ubd: unknown, UDI: unknown h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.